Event description:
The valve was explanted due to a large paravalvular leak covering one-fourth of the circumference of the valve. A small paravalvular leak was noted adjacent to the larger leak. A request was made to have the valve returned for analysis. The valve was replaced with a 25ahpj-505.